Event description:
The customer alleged ventilator was on a patient and was alarming. It is unknown which alarm was violated. The alarm was reported to have been silenced by the nurse a couple of times and subsequently the nurse noticed that the patient was having difficulties. The patient was removed from the device and manually ventilated, then the patient expired. The mallinckrodt customer support engineer (cse) inspected the device and found during est that the ventilator was showing signs of a blocked exhalation filter. The cse replaced the accessory reusable expiratory filter with a new one and corrected the problem. The unit passed extended self testing.